Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 221108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, 156 packaged samples were received. Twenty (20) needle samples were randomly selected for thorough evaluation by our quality team. The needles were found to have well formed bevels with no manufacturing defects identified. We would like to inform you that material 303262 was a new material created with a regular cannula bevel. This product differs from former material 304622 which had a short cannula bevel. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
2 female staff members stabbed their hands while disconnecting the system (needle+syringe). A series of incidents with the bd microlance 3 needles has occurred in the last few weeks. This phenomenon was coupled with another problem that took us some time to resolve. To investigate. We found out that bd supplies two needles under the same part number. The difference is in the bevel. It is the part number "18gx1 1/2'' tw" that causes the problem. Therefore, multiple incidents are grouped together in this display: (B)(4). Swissmedic report: 2 female employees pricked their hands when they removed the system (needle+syringe) from the bottle. One (medical/nursing employee) had to undergo hand surgery. The other (pharmacy preparer) is under the care of the occupational health physician because she was handling blood products.

Event description:
It was reported while using bd® microlance¿ 3 hypodermic needle dirty needlesticks occurred. This is report 1 of 2. The following information was provided by the initial reporter, translated from german to english: a series of incidents with the bd microlance 3 needles has occurred in the last few weeks. This phenomenon was coupled with another problem that took us some time to resolve. To investigate. We found out that bd supplies two needles under the same part number. The difference is in the bevel. It is the part number "18gx1 1/2'' tw" that causes the problem. Swissmedic report!!! 2 female employees pricked their hands when they removed the system (needle+syringe) from the bottle. One (medical/nursing employee) had to undergo hand surgery. The other (pharmacy preparer) is under the care of the occupational health physician because she was was handling blood products.

Manufacturer narrative:
The following field has been updated with corrections: g.4. Date received by manufacturer: 04-jul-2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® microlance¿ 3 hypodermic needle dirty needlesticks occurred. This is report 1 of 2. The following information was provided by the initial reporter, translated from german to english: a series of incidents with the bd microlance 3 needles has occurred in the last few weeks. This phenomenon was coupled with another problem that took us some time to resolve. To investigate. We found out that bd supplies two needles under the same part number. The difference is in the bevel. It is the part number "18gx1 1/2'' tw" that causes the problem. Swissmedic report!!! 2 female employees pricked their hands when they removed the system (needle+syringe) from the bottle. One (medical/nursing employee) had to undergo hand surgery. The other (pharmacy preparer) is under the care of the occupational health physician because she was was handling blood products.